Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a symptomatic cystocele, urine leakage, mild intrinsic sphincter disability, and urethral hypermobility. It was reported that following insertion the patient experienced nocturia, blood and bacteria in urine, recurrent urinary tract infections, hip pain, lower back pain, kidney infections, vaginal and pelvic pain, insomnia, constipation, and abdominal bloating. The patient is constantly wet and uncomfortable from urine leakage. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete emptying of bladder.

Event description:
It was reported that following insertion the patient experienced incomplete emptying of bladder.